Manufacturer narrative:
(B)(4). Lot number: 150330, 150331. Manufacturing date: 03/30/2015, 03/31/2015. Quantity affected: 10, 10. Method: two reserve samples (one each from the above lot numbers) were turned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: no fault was found with any of the returned pressure lines and breathing circuits. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: although reserve samples from the affected lots were returned, we are still unable to determine the root cause of the reported fault as the pressure line has to be connected directly to the ventilator and flow generator. All infant breathing circuits are visually inspected and pressure tested and those that fail are rejected. The affected infant breathing circuits would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the (B)(4) infant continuous flow breathing circuit and state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in the (B)(4) reported that the pressure lines of 20 (B)(4) infant continuous flow breathing circuits would not stay connected to a sipap ventilator. This was observed before use on patients.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 150330, 03/30/2015, (B)(4). 150331, 03/31/2015, (B)(4). The complaint rt324 infant continuous flow breathing circuits are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in the (B)(6) reported that the pressure lines of 20 rt324 infant continuous flow breathing circuits would not stay connected to a sipap ventilator. This was observed before use on patients.